Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. It was also mentioned that the patient never got adequate pain relief. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7074600/7074721 UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12000, model: m365sc12000, serial: (B)(6), batch: 20769681, UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 19535084/19938023, UDI: (B)(4).